Event description:
Ous MDR - the device could not cross the severely calcified lesion.

Manufacturer narrative:
The physician reported that the complaint instrument could not cross a severely calcified lesion (85 percent stenosis degree, 3.5 mm vessel diameter). The technical investigation has shown that the balloon has been inflated. Therefore the folded profile could not be measured anymore. However, the folded profile of one piece per lot is assessed during lot release inspection and was found to be within specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. Based on the information provided by the physician the remaining lumen diameter in the target lesion was smaller than the specified crossing profile of the complaint instrument.